Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) in order to remove the internal magnet due to lack of benefit with the device.